Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device may be exhibiting excessive current drain. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this physician elected to explant and replace this patient's device. The device had not triggered elective replacement indicator (eri) and was associated with a monitoring voltage of 2.64 volts with a charge time of 17.9 seconds. The physician expressed dissatisfaction with the device's extended charge time.